Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-80931. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer stated the alarm was resolved by a complete infusion set and reservoir change. He also reported that the insulin pump alarmed motor error during prime. The customer was unable to rewind. Blood glucose value is unknown. The insulin pump was replaced and returned but customer declined to return the reservoir for analysis.